Event description:
Customer reported error 99. Device was received for evaluation. The evaluation confirmed the customer reported issue. The cpu and power supply were replaced. After repair, device was found to meet specification.